Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml) at 2.2 mg/day and clonidine (400 mcg/ml) at 88 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. During a routine pump replacement procedure the healthcare provider was unable to withdraw from the side port before disconnecting the catheter. After disconnecting the sutureless connector the catheter was cut at the pin connector site and began to drip freely. The sutureless connector segment of the existing catheter was removed and a new connector was attached. The healthcare provider was able to withdraw from the catheter access port easily after it was connected. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the catheter revealed sc connector coring-tears-cuts in seal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.